Manufacturer narrative:
(B)(4). Uf/importer report# - (B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the epidural catheter broke during removal by a trained nurse.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. The IFU for this kit was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. During epidural catheter removal, the literature indicates a force of approx 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." The complaint could not be confirmed as no sample was returned for evaluation. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the epidural catheter broke during removal by a trained nurse.